Event description:
It was reported that the insulin pump is delivering an unprogrammed bolus. Customer slept and the insulin pump delivered 15 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for two days and no unexpected boluses or basal settings change noted. All buttons function properly. No damage on keypad traces noted. However, unit had cracked reservoir tube lip, cracked battery tube threads and cracked display window noted during visual inspection.